Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Manufacturer narrative:
The product was not returned for investigation. The device is supplied with an instructions for use (IFU) pamphlet which states the intended use, appropriate warnings and precautions, and suggested proper usage procedures. The IFU lists the maximum inflation volume for this specific device as 30 cc's. The IFU states, "do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig 1 (see IFU). Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon." The IFU also states, "if the coda or coda lp balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis." Based on the customer's testimony and the physician's remarks, the complaint is confirmed. The root cause is likely due to the physician care team not heeding the warnings and instructions in the IFU. The appropriate internal personnel have been notified and continued monitoring will occur.

Event description:
The physician believes he may have ballooned inside the zilver too aggressively causing some blood loss. The procedure was completed successfully with the original devices and two additional devices: cook graft leg and one covered stent from another MFR were added to stop the bleeding. An unintended section of the device did not remain inside the pts' body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt experienced the adverse effect of having his internal iliac artery occluded due to this occurence.